Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device's oxygen blending module board was found to be defective and was replaced to address the issue.